Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the products and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that noise was observed on the lead. Noise was reproducible with pt breathing. Increased thresholds and decrease in impedance were noted. Physician reprogrammed the device and performed dft testing. The lead will be monitored with follow-up.